Event description:
A healthcare practitioner(physicians assistant)with a history of epilepsy,experienced a petit mal epiletic seizure 30 minutes after administration of the blu-u light treatment on a patient. The patient (administering healthcare professional)saw their physician the following day.